Event description:
Reason for revision: fracture of glenoid after a fall.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
DHR analysis: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. No further analysis was possible because the products were not returned. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed, as this information does not affect the outcome.

Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed, as the added information does not change the outcome.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Rom the communicated elements, it was carried out: a DHR analysis. No other analysis was possible because the products were not returned. Addendum added 17 november 2016: the complaint was reopened due to a received email from the affiliate in (B)(6) regarding (B)(4) where they requested to remove two products as those products were revised as part of this complaint, the patient's 1st revision on (B)(6) 2013. The lot number of the product code mgc002h was also received. The complaint description states that a patient was revised due to a fracture of glenoid after a fall. The devices associated to the complaint were not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. No other analysis was possible because the x-rays or medical records were not provided. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.